Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, a21 error test and self test. All operating currents are within specification. The off no power alarm functioned properly. No battery out limit alarm noted. All buttons function properly. However, the insulin pump was received with severely scratched display window, scratched case, cracked case at the display window corner, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump was missing the end cap sticker and address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer reported that the buttons were unresponsive. The customer reported that they received a battery out limit alarm during normal use. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 300 mg/dl at the time of hospitalization. The customer stated that they were given insulin drip and insulin pen. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. Section 6 has updated evaluation codes. During our visual inspection of the keypad, found corroded keypad traces. The insulin pump passed the displacement accuracy test.